Manufacturer narrative:
(B)(4). No complaint was received with return of the device. Failure observed during analysis. Final analysis found that the lead was returned in two pieces; the insulation was breaching the outer insulation and exposing the outer coil at 30.8 cm to 30.9 from the distal tip, consistent with exposure to constant friction against the device can.

Event description:
This report is to advise of an event observed during analysis.